Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 24jul2019. A gas delivery system (gds) system was return for analysis. Visual inspection of this customer returned gas delivery system (gds) system revealed that this unit was missing the data acquisition (da) board and the o2 valve solenoid with no signs of damage or contamination. The air flow accuracy test failure was traced to a defective u1 on the air flow sensor pcba generating the failed reading. The defective u1 was replaced to address the reported problem. Root cause: this customer compliant was caused by an out of spec air flow sensor u1. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that during the performance verification test the unit failed the air flow accuracy test. The customer reported that there was no patient involvement.